Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for high, out of range high voltage lead impedance was observed during a routine follow-up visit. Myopotential noise was observed on the egm when patient did isometrics. The patient was admitted for surgery. The pocket was opened and the svc connection was found to be loose. The lead was disconnected, cleaned, reconnected to the ICD and tightened down. All values were in normal range. There were no patient complications associated with the procedure.